Manufacturer narrative:
Section a4, a5, a6: unknown/asked but unavailable (asku). Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1 telephone number : (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded toric monofocal intraocular lens (iol) had a scratch, so the surgeon had to take it out from the patient's left eye and replace it with the back up lens. A 15 minute delay occurred. The incision was enlarged, however, sutures and a vitrectomy were not required. The patient outcome is unknown. Through follow up, it was learned that there was no medical/surgical intervention outside of the standard care. No other information was provided.

Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 4/8/2025. Section h3: device evaluated by manufacturer¿ yes. Device evaluation the complaint handpiece and lens were received loose inside a biohazard bag along with a piece of medical foam. Visual inspection under magnification revealed the complaint handpiece was received with the plunger rod fully advanced. Viscoelastic residue was not observed to be evenly distributed throughout the cartridge indicating that an inadequate amount of ovd may have been used. No cartridge or cartridge tip issues were observed. The lens module was inspected revealing no issues. Device assembly was inspected revealing no issues. Plunger rod advancement was inspected revealing no issues; the plunger rod and plunger rod tip was observed to be bent. Visual inspection reveal the lens was received cut in half and covered in lint. The lens was cleaned revealing a chip at the edge of the lens and a detached haptic. The complaint issue "cosmetic issues" was not identified during product evaluation. The observed "lens damaged" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.